Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the distal esophagus, performed on (B) (6) 2007 according to the complainant, the stent was placed to treat a chronic esophageal perforation (ep) without sepsis due to formation of an anastomotic fistula post intestinal occlusion resulting from gastrectomy. On july 4, 2007, the patient presented with stent occlusion and dysphagia. Occlusion of ultraflex stent was due to moderate hyperplasia at the distal end, and significant hyperplasia at the proximal end. The condition was successfully treated by placing a polyflex stent (15 cm x 18/23 mm) within the ultraflex stent. On (B) (6) 2007, both stents were successfully removed without complications per the treatment plan. Following the removal of the stents, it was noted that the perforation had not completely healed, but that the patient was in good condition. Continued treatment of the perforation included the placement of a fistula plug on (B) (6) 2007 and another gastrectomy on (B) (6) 2007.

Manufacturer narrative:
(B) (6). Device reported as ultraflex esophageal partly covered stent (15 cm x 18/23 mm). (B) (4) (medical intervention required). (B) (4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used, and any use other than those specifically outlined under indications for use." However, the complaint states that the ultraflex esophageal partially covered stent was placed to seal and to aid in the healing of a chronic esophageal perforation (ep) without sepsis due to the formation of an anastomotic fistula post intestinal occlusion resulting from gastrectomy. In addition, the dfu states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that the ultraflex esophageal was removed on (B) (6) 2007 per treatment plan. The most probable root cause of this investigation is user / use error.